Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) - sh device registry, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 24mm amplatzer septal occluder was successfully implanted in a patient. On (B)(6) 2025, it was noted that the patient developed an onset of atrial fibrillation. The decision was made to administered the patient cordarone, bisoprolol and apixaban. The patient was in stable condition at the time of report.

Manufacturer narrative:
It was reported that few days after implant patient developed an atrial fibrillation. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. The reported intervention was a result of case-specific circumstance as medication was administered. There were no related complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.